Event description:
It was reported that the autopulse device displayed "system error" - revert to manual CPR. This was observed during a training session. There was no pt involvement. Further details were not provided.

Manufacturer narrative:
Zoll medical corp has received the device. A supplemental report will be filed when investigation is complete.